Event description:
The customer reported that the insulin pump alarmed during the manual prime process. The blood glucose reading was 32mg/dl. The customer treated his blood glucose with a snack, and he feels better at time of call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had a cracked battery tube threads.